Event description:
It was reported by an attorney that the patient underwent a ventral hernia repair on (B)(6) 2011 and mesh was implanted. The patient reportedly experienced unspecified complications. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.